Event description:
It was reported by the consumer that I have come across several dull point syringes in my packages. The following was received by the initial reporter: in the past couple of months, I have come across several dull point syringes in my packages. This, of course, not only cost me to lose a needle, but units of insulin, as well, because you can't transfer it to a new needle, and you can't put it back in the bottle, because the needle point has been against my skin. Overall, I have been satisfied with the syringes, but lately it seems that I run across more needles that I have to throw away.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that I have come across several dull point syringes in my packages. The following was received by the initial reporter: in the past couple of months, I have come across several dull point syringes in my packages. This, of course, not only cost me to lose a needle, but units of insulin, as well, because you can't transfer it to a new needle, and you can't put it back in the bottle, because the needle point has been against my skin. Overall, I have been satisfied with the syringes, but lately it seems that I run across more needles that I have to throw away.